Manufacturer narrative:
The following fields were updated due to a correction: b.5 describe event or problem: it was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there was blood pooling in the stopper well on five (5) devices. There were no health consequences or impacts reported." Investigation summary bd received one photo for investigation. A visual examination of the photo revealed residual blood in the well of the stopper, but no pooling of blood was observed. The instructions for use (IFU) for the bd vacutainer evacuated blood collection system states that after venipuncture, the top of the stopper may contain residual blood and advises proper precautions when handling tubes to avoid contact with this blood. A total of 100 retained samples were inspected with no issues identified. Additionally, 10 retained samples underwent functional tests with all weights being within specification limits and no pooling of liquid observed in the well of the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: blood pooling. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there was blood pooling in the stopper well on five (5) devices. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there was blood pooling in the stopper well on an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.